Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Visual inspection confirmed the reported burn damage to the device. The device investigation revealed that the thermal damage path indicated an external flame source that was pulled through the device from the air inlet to the motor assembly during operation. There was no indication that the fire originated from within the device. The investigation determined that the reported fire was caused by an external heat source or flame. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this event. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an aircurve 10 caught fire. There was no patient injury reported.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Visual inspection confirmed the reported burn damage to the device. The device investigation revealed that the thermal damage path indicated an external flame source that was pulled through the device from the air inlet to the motor assembly during operation. There was no indication that the fire originated from within the device. The investigation determined that the reported fire was caused by an external heat source or flame. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this event. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an aircurve 10 caught fire. There was no patient injury reported.